Event description:
Event description cpi received information that an invasive procedure was performed on the patient of this endotak transvenous defibrillation lead due to suspected lead failure. Physician elected to remove the lead, at which time the proximal coil was stretched. The lead was replaced with another of the same model.